Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of safety mechanism failure was confirmed upon inspection of the sample. Analysis of the sample showed the safety shield detached from the needle hub. The sample was subjected to inner diameter inspection of the hub hook and inspection for safety shield roundness. The outer diameter of the pivot rod was also inspected. All parameters were found to be within specification. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The root cause could not be determined as the parameters were found within specification. Based on available information this is an isolated case and the probable cause could be attributed to user error during activation.

Event description:
Material#: 305759, batch#: 4023388. It was reported by the customer that when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury. Verbatim: when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 25x5/8 safety mechanism failed it was reported by the customer that when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury. Verbatim: when using bd safety eclipse, the pink shield detached from the syringe when nurse went to activate the safety. The left the needle unshielded and at risk for a needlestick injury.